Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a preparing for fill notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification, however it was reported that multiple minimum fill notifications occurred after filling a cartridge with 200 units of insulin. The customer's blood glucose (bg) was 600 mg/dl; manual injections were administered to address high bg. Reportedly, the customer reverted to manual injections for alternate insulin therapy.